Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the instrumentalist was preparing the screwdriver, he has neared the top of the screwdriver to the screw, at the contact with the screwdriver the screw exposed (broke). No patient adverse consequences have been reported. The procedure was carried out and finished by using another kit. The problem occurred before used on patient. Surgery was closing of cranial operculum. No harm to the patient, they changed screw. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.